Event description:
Caller reported experiencing an error with the continuous glucose monitor identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller in performing a pump reset, after which the error did not reoccur, allowing the caller to successfully start the sensor session.